Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump booted to the verify screen with audible and vibratory features. An ezprime sequence was successfully completed. There was no hypersensitivity to the buttons on the keypad. The pump was exercised for 24 hours and no unprogrammed primes were delivered or recorded in the pump history during this time. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 37 mg/dl with unsteadiness when standing and walking, severe dizziness, confusion and weakness associated with an inaccurate delivery issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the pump primed 60 units of insulin into the patient without user intervention. This complaint is being reported based on the allegation that the patient experienced hypoglycemia due to the alleged inaccurate delivery issue.